Event description:
Pt tested their fasting blood glucose at 7:00 am in 2004. Within a couple of minutes of each other, the results were lo, 69, and 200 mg/dl. Approx 1 hour later (8:00am), the pt went to see their physician. Two more tests were taken within a couple minutes of each other on the clinic's meter; results were 285 and 286 mg/dl.